Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and calcified mid right coronary artery (rca). The lesion was predilated with a non bsc device and then the 2.50x16mm taxus express2 drug eluting stent (des) was advanced to the lesion, but could not cross the lesion. After removal of the device, it was noted that the distal edge of the stent was slightly lifted. The procedure was completed with a different device with no pt complications reported. The pt's current condition is listed as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.